Event description:
The reporter contacted animas on (B)(6) 2014 reporting that the patient was hospitalized for diabetic ketoacidosis. The reporter indicated that the patient had been wearing the pump without a battery cap in place. The reporter indicated that the pump battery compartment was intact. The reporter stated that the battery cap was missing and was unable to be reviewed related to the event. The reporter indicated that the battery cap had never been replaced since starting on the pump. The reporter was advised on the guidelines to replace the battery cap every 6 months per the user guide. The reporter was advised that a new battery cap was needed to restore power to the pump. This report is made based on the allegation that the patient was hospitalized for diabetic ketoacidosis associated with use of the pump without a battery cap.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.